Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 57 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of thrombocytosis, migraine, hypermenorrhoea, spontaneous abortion, caesarean section, arthrosis, irritable bowel syndrome, drug allergy, nickel allergy and endometrial polyp. Previously administered products included: primolut nor and auxina a e. The patient had a family history of bladder cancer (father had bladder cancer). The only concomitant product mentioned was primolut nor (norethisterone acetate). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1240 days after essure insertion, she experienced menstruation irregular ("alteration in her menstrual cycle"). In (B)(6) 2017 she experienced back pain ("low back pain"). On (B)(6) 2018 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6)2019. An unknown time later she experienced allergy to metals ("nickel allergy"), intermenstrual bleeding ("metrorrhagia"), coccydynia ("coccydynia"), sacral pain ("sacralgia"), diarrhoea ("diarrhoea syndrome"), abdominal pain ("colic-like abdominal pain"), dyspepsia ("dyspepsia"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines"), eye pain ("pain in left eyeball") and arthralgia ("knee pain") and was found to have weight decreased ("weight loss of 3 kg in the last month"). The patient was treated with paracetamol, omeprazole, nsaids and rizatriptan as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, coccydynia, diarrhoea, dyspepsia, eye pain, intermenstrual bleeding, irritable bowel syndrome, menstruation irregular, migraine, pelvic pain, sacral pain and weight decreased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.725 kg/sqm. [Gynaecological examination] on 21-nov-2019: normal external genitalia. Normal vagina and cervix. Normal uterus, parauterine and adnexal walls with no abnormal findings. [Pathology test] on (B)(6) 2019: 1.right tube with essure¿: fallopian tube measuring 6.5 cm with intratubal device that is removed. Representative specimen, block 2. ¿left tube with essure¿: fallopian tube measuring 7.5 cm with intratubal device that is removed. Representative specimen, block b1 [ultrasound scan] on (B)(6) 2019: uterus is normal, normal homogeneous endometrium measuring 3 mm. Normal ovaries. No abnormal adnexal images or free fluids. Essure devices are visible and symmetrical. No free fluids quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 57 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of thrombocytosis, migraine, hypermenorrhoea, spontaneous abortion, caesarean section, arthrosis, irritable bowel syndrome, drug allergy, nickel allergy and endometrial polyp. Previously administered products included: primolut nor and auxina a e. The patient had a family history of bladder cancer (father had bladder cancer). The only concomitant product mentioned was primolut nor (norethisterone acetate). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1240 days after essure insertion, she experienced menstruation irregular ("alteration in her menstrual cycle"). In february 2017 she experienced back pain ("low back pain"). On (B)(6) 2018 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced allergy to metals ("nickel allergy"), intermenstrual bleeding ("metrorrhagia"), coccydynia ("coccydynia"), sacral pain ("sacralgia"), diarrhoea ("diarrhoea syndrome"), abdominal pain ("colic-like abdominal pain"), dyspepsia ("dyspepsia"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines"), eye pain ("pain in left eyeball") and arthralgia ("knee pain") and was found to have weight decreased ("weight loss of 3 kg in the last month"). The patient was treated with paracetamol, omeprazole, nsaids and rizatriptan as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, coccydynia, diarrhoea, dyspepsia, eye pain, intermenstrual bleeding, irritable bowel syndrome, menstruation irregular, migraine, pelvic pain, sacral pain and weight decreased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.725 kg/sqm. [Gynaecological examination] on (B)(6) 2019: normal external genitalia. Normal vagina and cervix. Normal uterus, parauterine and adnexal walls with no abnormal findings. [Pathology test] on (B)(6) 2019: 1. Right tube with essure¿: fallopian tube measuring 6.5 cm with intratubal device that is removed. Representative specimen, block 2. ¿left tube with essure¿: fallopian tube measuring 7.5 cm with intratubal device that is removed. Representative specimen, block b1 [ultrasound scan] on (B)(6) 2019: uterus is normal, normal homogeneous endometrium measuring 3 mm. Normal ovaries. No abnormal adnexal images or free fluids. Essure devices are visible and symmetrical. No free fluids. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.